Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 304000 lot 180930 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Research has found no abnormalities or issues in assembled needles.

Event description:
It was reported that during use the needle broke with a bd needle 30ga 1/2in. The following information was provided by the initial reporter, translated from french to english: during an ivt session, at the time of the injection of the product, the doctor noticed that the needle was broken, therefore impossible to inject the product. The product was thrown away and the patient was called back.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle broke with a bd needle 30ga 1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: during an ivt session, at the time of the injection of the product, the doctor noticed that the needle was broken, therefore impossible to inject the product. The product was thrown away and the patient was called back.